Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The pump reportedly rebooted without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/14/2013 with the following findings: there were no errors, alarms, or warnings observed related to the complaint; however, multiple instances of rebooting were observed in the black box on (B)(6) 2013. The battery compartment was intact with no cracks and the cap was able to fully tighten. There was evidence of contamination on the underside of the battery cap. The pump was exercised for 24 hours and no power loss or battery related warnings were observed. No additional moisture contamination was found inside the pump when the pump case was removed. Unrelated to the complaint the display was faded, discolored and difficult to read. The pump cover was removed and the display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal with no discoloration of text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.